Event description:
Technician alleged that the head of the stretcher is drifting down slowly. No patient impact.

Manufacturer narrative:
The technician found the cause to be the head hydraulic cylinder is bad. The technician replaced the head hydraulic cylinder to resolve the issue.